Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025 through (B)(6) 2025. Follow-up with the patient's pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis unit with complaints of drain complications on (B)(6) 2025. An evaluation of the patient's peritoneal effluent fluid revealed it was cloudy, and the patient was sent to the emergency room. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s preliminary peritoneal effluent culture result returned positive for klebsiella oxytoca on (B)(6) 2025, and the patient's vancomycin was discontinued. The patient continued to undergo ccpd therapy while hospitalized and was discharged home (due to patient request) on (B)(6) 2025. The patient resumed ccpd at home utilizing the same liberty select cycler without any reported issues. The pdrn stated the cause of the peritonitis is unknown, however the pdrn was confident it wasn't related to the patient's technique or a fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of peritonitis, characterized by cloudy effluent fluid, which required hospitalization and antibiotic therapy. The pdrn stated the cause of the peritonitis is unknown, however the pdrn stated she was confident it wasn¿t related to the patient's technique or a fresenius product(s) and/or device(s) deficiency or malfunction. Individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Klebsiella is considered normal flora of the gi tract and in feces. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users' expectations and/or the manufacturers' specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025 through (B)(6) 2025. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis unit with complaints of drain complications on (B)(6) 2025. An evaluation of the patient¿s peritoneal effluent fluid revealed it was cloudy, and the patient was sent to the emergency room. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s preliminary peritoneal effluent culture result returned positive for klebsiella oxytoca on (B)(6) 2025, and the patient¿s vancomycin was discontinued. The patient continued to undergo ccpd therapy while hospitalized and was discharged home (due to patient request) on (B)(6) 2025. The patient resumed ccpd at home utilizing the same liberty select cycler without any reported issues. The pdrn stated the cause of the peritonitis is unknown, however the pdrn was confident it wasn¿t related to the patient¿s technique or a fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.